Event description:
User experienced receiving zero or low glucose results for 10 patient samples. Only the following five patient examples were provided: initial gave 2; repeat gave 73 mg per dl. No erroneous result were reported.

Event description:
User experienced receiving zero or low glucose results for 10 patient samples. Only the following five patient examples were provided: initial gave 9; repeat twice giving 3 and 122 mg per dl. No erroneous result were reported.

Event description:
User experienced receiving zero or low glucose results for 10 patient samples. Only the following five patient examples were provided: initial gave 9; repeat gave 119 mg per dl. No erroneous results were reported.

Event description:
User experienced receiving zero or low glucose results for 10 patient samples. Only the following five patient examples were provided: initial gave 6; repeat gave 246 mg per dl. No erroneous result were reported.

Event description:
User experienced receiving zero or low glucose results for 10 patient samples. Only the following five patient examples were provided: initial gave 0; repeat gave 84 mg per dl. No erroneous result were reported.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced z cables for sample probes and adjusted cables for reagent probes. Ran friction test, drift test and z calibration. Verified analyzer performance by running flow check, glucose precision, check tests, controls and patient samples.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced z cables for sample probes and adjusted cables for reagent probes. Ran friction test, drift test and z calibration. Verified analyzer performance by running flow check, glucose precision, check tests, controls and patient samples.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced z cables for sample probes and adjusted cables for reagent probes. Ran friction test, drift test and z calibration. Verified analyzer performance by running flow check, glucose precision, check tests, controls and patient samples.

Manufacturer narrative:
The field service representative could not duplicate the problem. He noted he replaced z cables for sample probes and adjusted cables for reagent probes. Ran friction test, drift test and z calibration. Verified analyzer performance by running flow check, glucose precision, check tests, controls and patient samples.